Event description:
Healthcare provider reported difficulties with filling the lap-band system. "There was lots of resistance when the physician tried to insert the needle."

Manufacturer narrative:
Medwatch sent to FDA on: 04/07/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."